Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the universal serial bus (usb) connection on the e ccib board was broken. The field service engineer (fse) replaced the board; however, the issue persisted. Further isolation indicated a possible mini controller failure, which was replaced. Med bank support then pushed firmware and configured the drawer, restoring normal operation. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline and the issue was occurring constantly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.